Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) system exhibited high out of range shock impedance measurements on the right ventricular (rv) channel, measuring greater than 200 ohms. Technical services (ts) recommended further evaluation of the system in clinic. It was noted that the patient will continue to be monitored. At this time, this rv lead remains in service, and no adverse patient effects have been reported.

Manufacturer narrative:
This report is being submitted as additional information was received that defibrillation threshold (dft) testing was performed. If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) system exhibited high out of range shock impedance measurements on the right ventricular (rv) channel, measuring greater than 200 ohms. Technical services (ts) recommended further evaluation of the system in clinic. It was noted that the patient will continue to be monitored. At this time, this rv lead remains in service, and no adverse patient effects have been reported. Additional information was received that a successful defibrillation threshold (dft) test was performed. The device was reprogrammed. This rv lead remains in service. No additional adverse patient effects were reported.